Manufacturer narrative:
The device was returned and evaluated by cardinal health. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 4.5 mm from the balloon proximal tip. It was reported that the balloon lost pressure at the 1st point of resistance; however, the procedural sheath was not returned for evaluation; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. The review of the lot history record (f1609003) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, three balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) and/or other procedural devices (such as a damaged procedural sheath) may have contacted the balloons, potentially contributing to a tear in the balloons. Should additional relevant information become available, a supplemental MDR will be filed. This is report 3 of 3; same patient as MFR report #'s: 3004939290-2016-00182 and 3004939290-2016-00186.

Event description:
It was reported that 3 balloons from 3 different mynxgrip devices from the same lot number ruptured at the first point of resistance (sheath) in the same patient. The devices were being used in conjunction with a 6f procedural sheath for arterial closure following a diagnostic procedure. During the preparation of the devices, the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the devices nor while pulling back to the arteriotomy. Manual compression was applied for 22 minutes to achieve hemostasis. The patient's hospitalization was prolonged as a result of the event (from 2 hour ambulation to 4 hours). The patient was reported to be recovering at the time of this report. No further information is available.